Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the operating room (or) team experienced an issue with inserting the axis of the camera arm; the camera could not be inserted. Prior to contacting the intuitive surgical inc. (Isi) technical support engineer (tse), the or team did not find any obstruction. Logs were not available for tse to review, since the system was not online. The caller mentioned that the system displayed an error 319. The tse instructed the caller through troubleshooting steps. However; with no success. Per subsequent follow-up with the isi clinical associate, it was indicated that as a result of the alleged issue, the surgeon decided to convert to open surgery. There was no report of patient injury. Isi made multiple follow-up attempts to obtain additional information from the customer. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To resolve the reported issue, the fse replaced universal surgical manipulator (usm) serial# (B)(4).the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the replaced component involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the alleged issue. When the usm was tested on in-house system in normal mode, the reported error 319 occurred. During further investigation, fa noted the rolling loop fiber assembly was tangled. The usm also failed the fiber test on the rolling loop. When a golden rolling loop fiber was installed, the usm passed the fiber test. As a fix, the rolling loop fiber assembly will be replaced. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. A system log review could not be performed because the system logs were not available since the system was not online at the time. This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted to open surgery and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.